Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #: 1225714-2013-01216.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-01215 and 1225714-2013-01216.

Event description:
Additional information received alleged that the patient experienced the cardiac event during dialysis treatment in which the patient received the product. The patient was subsequently hospitalized, placed on life support, and expired five days after the cardiac event.